Event description:
The customer reported an issue with the use of freestyle librelink in conjunction with freestyle librelink up. The customer is blind, and the measured values were transmitted to the son. However, the values were transmitted 30(thirty) minutes later and, therefore, was unable to monitor the glucose levels and experienced a loss of consciousness. There was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and determined that there were no issues with thelibrelinkup that would have led to the complaint. The user reported not being able to monitor the glucose level. Attempted to replicate the user complaint using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported an issue with the use of freestyle librelink in conjunction with freestyle librelink up. The customer is blind, and the measured values were transmitted to the son. However, the values were transmitted 30(thirty) minutes later and, therefore, was unable to monitor the glucose levels and experienced a loss of consciousness. There was no third-party treatment reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.